Event description:
A caller reported a notification indicating that the cartridge did not have the minimum required fill level. There was no adverse impact to the customer's blood glucose level. The customer was educated about maintaining at least 80 units when reloading a cartridge and was guided through cleaning the pneumatic tap area on the pump. They also received assistance in properly filling and loading a new cartridge. The issue was resolved when the customer successfully loaded the new cartridge and was able to resume insulin delivery.